Event description:
It was reported that during preparation, it was very difficult to remove the protective sheath from a 3.5 x 20 nc trek and the shaft stretched. The device was not used. There was difficulty removing the protective sheath from another same size nc trek, although it was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, difficulty removing the protective sheath could not be confirmed. A review of the complaint handling database was not conducted because the lot number was not provided. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc trek referenced is being filed under a separate manufacturing report number.